Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
On 10/16/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 09/28/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly in a hospital at the time of the event. Review of the download data indicates that the patient entered asystole and received two shocks prior to passing. Oversensing a low amplitude cardiac signal contributed to the false detection. Asystole is considered a non-life sustaining rhythm. The electrode belt was disconnected and the patient passed away.